Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the right ventricular lead through a remote merlin.net transmission. The patient was asymptomatic. An insulation abrasion was suspected. No changes were made and the patient would be monitored.

Event description:
New information reported that the noise could be reproduced in clinic. The lead was successfully capped and replaced on (B)(6) 2015. The suspected insulation abrasion was confirmed during the procedure.